Event description:
During preventative maintenance of the device, the field service rep reported that there was a crack on the dome of the water trap assembly. The water trap assembly was replaced. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.